Event description:
At the insertion step, the screw did not enter inside the tunnel and came out with a crushed thread. No delay was reported and no patient injury or complications resulted.

Manufacturer narrative:
Due to the condition of the screw, it cannot be determined the reason for the device failure.